Manufacturer narrative:
Due character limit e1: contact person name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump's system does not boot up.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6 (medical device ¿ problem code).

Event description:
N/a

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). Updated field: b4, d9, e1(initial reporter, event site telephone, event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) upon inspection stated that cardiosave was able to power on but unable to get pass the loading arrow screen. Upon further inspection via service menu unit showed to be at software version b.14. Unit was still unable to load up to main menu screen. Unit safety disk showed expired as of june of 2021. Both lithium batteries were expired as oct of 2022. The unit was unable to pass the all manifolds test and the compressor is not engaging. Unit was unable to complete an autofill. Cardiosave is not recommended for use. Repair quote was given to customer. Unit failed pm. No other information was available. In future if we receive any repair information will reopen and update the investigation.